Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm determined the cardiosave will boot up with battery power only. The power supply and power supply monitor board were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During a routine check on the cardiosave intra-aortic balloon pump (iabp), it was reported that the batteries were not charging and 120vac power was not supplied to the unit. The iabp will boot up with battery power only. There was no patient involvement.